Manufacturer narrative:
An event regarding revision involving an unknown triathlon knee was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported through the submission of a revision usage sheet that the patient's knee was revised. A 4x9 cs insert was implanted.